Manufacturer narrative:
(B)(4). The stent remained in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, myocardial infarction, thrombosis, hypotension, and death are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported the lesion was not pre-dilated prior to implantation of the xience v stent. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter. It is unknown how the failure to pre-dilate the lesion may have contributed to the reported patient effects.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the proximal left anterior descending (lad) artery with the 2.75 x 28 mm xience v first and a 3.0 x 23 mm xience v second. On (B)(6) 2009, the patient was readmitted to the hospital due to chest pain, hypotension, and respiratory distress. Cardiac enzymes were elevated and the electrocardiogram (ECG) was positive for a myocardial infarction (mi). The patient was diagnosed with ischemic cardiomyopathy with cardiogenic shock and a diagnostic coronary angiogram was not performed. The patient was treated with a pacemaker, inotropes, and vasopressor support. The patient's family requested no further aggressive measures and the patient expired on (B)(6) 2009 after having one episode of hematemesis. CPR was not performed. Neither a death certificate, nor an autopsy report is available. The clinical events committee adjudicated this event as a non q wave mi and a possible late stent thrombosis. It was undetermined if the mi was caused by the target vessel. There was no additional information provided.